Event description:
Would not fire staples, did not cut and locked up. No harm to patient. Used another device.

Manufacturer narrative:
Device evaluation: the device was received by baxter for evaluation. A visual inspection was performed. The reported condition of a missing sterility cap was confirmed and was likely caused by operator error at the manufacturing plant. Batch review determined that no nonconformance reports were opened during manufacturing of this device. This device is a single use device and was discarded. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that two intermate lv100 devices were missing the sterility cap before use. This is report number 2 of 2. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.